Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tape not sticking issue due to perspiration and removed the infusion set event on (B)(6) 2026. No further information available.